Manufacturer narrative:
The material number information was not provided, however based on the batch number provided the following material number was associated with it. Material #: 823708u. Bathch #: 15001957.

Event description:
Failure to osseointegrate.